Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The insulin pump was received with moisture damage to the motor, battery tube, vibrator and keypad assembly. The audio anomaly could not be confirmed due to the display anomaly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive and numbers were scrolling on the screen. The customer stated that she accidentally wore the device while swimming. Customer also reported that water was visible under the display. Blood glucose level at the time of the incident was 217 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.